Event description:
Catheter failure: a sophysa pressio 2 catheter pso-ptt was placed subdurally during a decompressive craniectomy in the barrow neurosurgery or on monday (B)(6) 23 .pt was transferred to the neuro ICU following surgery. On tuesday (B)(6) 23, pso-4000 had begun to alarm indicating the e001 error code. The doctor instructed to reconnect the catheter firmly, but the alarm continued, indicating a failure caused by pulling and fracturing the copper filament wire. After verification of the disposition of the catheter, an hour later they concluded that the catheter had failed. Inspecting the wire they were not able to observe any noticable break in the wire which could have caused the failure.. Several hours later dr elected to remove the disconnected catheter from the patient.